Event description:
It was reported that the patient experienced pocket pain caused by ipg rubbing into the nerves. The patient underwent an explant procedure and the explanted device was not returned per facility policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.